Event description:
The customer reported to olympus, during inspection for a therapeutic procedure (laparoscopic cholecystectomy), the image with the endoeye flex deflectable videoscope disappeared at an angle. Subsequently, the procedure was completed with a similar device with no delay. Upon inspection of the customer¿s returned device, it was observed, noise was generated due to damage to the board of the video connector and due to damage to the image pickup unit and no image was displayed. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, noise was noted in the image, scratch was noted on the operation part, scratch was noted on the curved rubber, the curved rubber adhesive was missing, the angle fixing part of the operation part was loose, the video connector may have been scratched, characters on the operation unit may have disappeared, discoloration was noted on the grip, the up/down plate was discolored, the right/left plate was discolored, the universal cord was scratched, the light guide (lg) connector may have been scratched, the index of the lg connector was peeled off, dirt that is difficult to remove was found on the lg connector, scratched were noted on the lg cover glass, and the video connector case may have been scratched. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.